Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event as a result of exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is 1 event of 2 events reported for the same patient involving 2 separate products.